Event description:
Additional information was received that during the implant of the valve, the valve was loaded one time before use. The valve load was confirmed under fluoroscopy and no misload was observed. A 60 cubic centimeters (cc) syringe was used for inflation during the pre-implant balloon aortic valvuloplasty (bav). All nodes of the valve were involved in the reported infold. The target implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Cuspal overlap technique was used and an attempt to align the commissures was made. The patient's annulus measured a perimeter of 83.7 mm.

Manufacturer narrative:
Updated data: b5 - event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre- balloon aortic valvuloplasty (bav) was performed with a 21 millimeter (mm) non-medtronic balloon in the native aortic valve. The transcatheter valve was deployed to 80%. The valve was noted to be 3mm on the non-coronary cusp (ncc) and 18-20mm deep in the left coronary cusp (lcc). The delivery catheter system (dcs) was hugging the inner curve of the ascending aorta. Due to the uneven deployment, the valve was recaptured and repositioned. The valve was deployed again to 80%, and an infold was identified. The valve was recapture and removed from the patient. A new valve was prepped and implanted successfully. No adverse patient effects were reported.